Event description:
Today was the third night that the malem bed-wetting alarm was used. The first two nights, the alarm started getting extremely hot when the batteries were inserted and within 15 minutes, my son had to take it off. Today, the third night, the alarm was placed on my son's t-shirt top near his chest and neck area and once again within 15 minutes the bed-wetting alarm started getting hot to the touch. I removed the alarm and set it aside only to notice that the batteries had leaked from severe malfunction and product flaw. It's a good thing my son was not wearing the alarm at the time.